Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5149755, mw5149756, mw5149757, mw5149758 this is 4 of 4 reports of inaccurate readings that occurred four separate times in the month of december. Please see related records (B)(4). .

Event description:
Subsequent to the initial MDR, additional information was received on 2/5/2024 and corrections needed. A voluntary MDR/medwatch report was received on 01/22/2024.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 12-16-2023. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.